Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. On (B)(4) 2009, a field service engineer visited the site to evaluate the instrument. He found that the pressure assist line at the differential/reticulocyte waste chamber had detached from the check valve, causing a low vacuum. The tubing was replaced and chamber and vacuum trap were drained of all excess fluid, adjusted low vacuum, replaced blood detector 3 (bd3) and ensure it was switching on an that bellows were draining properly. Instrument performance was subsequently verified and pt samples were processed with no carryover from controls.

Event description:
On (B)(6) 2009, the customer ran assay controls and noticed there was a typical liquid on the tubes in the cassette and that the needle bellows were full of liquid on the lh750 hematology analyzer. The technologist manually made a slide from the prime tube containing pt sample. When the slide was examined the technologist observed characteristics of reticulocyte control within the sample that should have only contained pt specimen. Unacceptable carryover from the reticulocyte control product was found to be present, contaminating the pt sample. The customer discontinued use of the analyzer until serviced. There were no erroneous results reported outside the laboratory. There were no reported changes to pt treatment associated with this event.